Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell near the reservoir shell adapter junction that was result of sharp instrument damage consistent with the explant damage, it will be considered as secondary failure; a small hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump kink resistant tubing (krt) was worn to filament; no leak was found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders has wear at folds in cylinder body; no leak was found. The krt of cylinder 2 was worn to filament; no leak was found. These wears would not affect the overall functionality of the devices. Product analysis was unable to identify a device malfunction with the returned devices. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to it was not working. The malfunction was not specified. No patient complications were reported in relation to this event. The new ipp was functioning properly. The device was returned for analysis.